Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump began to spark when the customer attempted to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly the issue did not recur after the customer used alternate charging supplies (usb cable and wall adapter). The customer had manual injection supplies available for alternate insulin therapy.